Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease flat, wear abrasion and opening on posterior. Leak test and microscopic analysis was performed which identified: sharp opening on patch bond edge. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp pattern on patch bond edge of opening device assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported "clear evidence of capsular contracture (grade iii)".